Event description:
Consumer complaint of "lo" blood results. Caller states normally ranges should be around 120-140mg/dl. Last 5 blood result in memory: "lo", "lo", "lo", 122mg/dl and 83mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found.most likely underlying root cause of malfunction:user has low glucose value.

Event description:
Consumer complaint of "lo" blood results. Caller states normally ranges should be around 120-140mg/dl. Last 5 blood result in memory: "lo", "lo", "lo", 122mg/dl and 83mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.